Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention devices for the reported lot number. Retention products were tested with clinical negative urine samples. Results were read at 3 and 4 minutes and all test devices produced expected negative results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Review of the information provided did not identify any evidence of misuse. There is no indication that the customer deviated from the package insert. This test is designed to detect hcg concentrations of 25 miu/ml or greater in urine. Due to the high sensitivity of this test, the presence of hcg below these concentrations may produce positive results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation conclusion updated with information regarding testing on returned product. Investigation conclusion: an investigation was performed on retention and returned products for the reported lot number. Retention products were tested with clinical negative urine samples. Results were read at 3 and 4 minutes and all test devices produced expected negative results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Review of the information provided did not identify any evidence of misuse. There is no indication that the customer deviated from the package insert. This test is designed to detect hcg concentrations of 25 miu/ml or greater in urine. Due to the high sensitivity of this test, the presence of hcg below these concentrations may produce positive results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Corrections: second sentence in investigation conclusion updated to include verbiage regarding testing on returned product. Investigation conclusion: an investigation was performed on retention and returned products for the reported lot number. Retention and returned products were tested with clinical negative urine samples. Results were read at 3 and 4 minutes and all test devices produced expected negative results. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Review of the information provided did not identify any evidence of misuse. There is no indication that the customer deviated from the package insert. This test is designed to detect hcg concentrations of 25 miu/ml or greater in urine. Due to the high sensitivity of this test, the presence of hcg below these concentrations may produce positive results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported that on (B)(6) 2019 a patient presented to the ER for nausea and vomiting. A beta hcg result was 4861.4 miu/ml. On (B)(6) 2019 the patient presented to the facility for follow up. She was not aware of the result of the previous ER visit. An hcg urine cassette test was performed and the result was positive. A retest was taken obtaining a negative result. The patient was sent for a beta quant with results of 21 miu/ml. The customer stated that the patient was actively miscarrying. A prescription of birth control was delayed based on the questionable results obtained on the hcg urine cassette. There is no correlation between the miscarriage and testing on the hcg cassette kit. The patient outcome is unknown. Troubleshooting occurred with discussion of possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert-no deviations noted.